Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited a few failure to capture instances. The patient was brought into clinic for follow up. Upon interrogation, the right ventricular lead exhibited stable electrical values. Failure to capture was unable to be reproduced with isometric testing. The cause of failure to capture was unknown. No intervention was performed. The patient would be continue to be monitored.